Event description:
Caller reported a malfunction on the pump, identified by a display of malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted with resetting the pump, and confirmed that the malfunction did not recur. Customer was advised they could continue using the pump and to contact support again if the malfunction reappears. Customer acknowledged and understood the instructions.